Manufacturer narrative:
(B)(4) an evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that since the end of (B)(6) 2016 and present they have observed an increase in (B)(6).

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and review of field data. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No patient sample was available for return. A review of the prism metrics field data for lot 58117m500 was performed and found the initial and repeat reactive rates to be 0.11% and 0.10%, which is less than the abbott prism hcv package insert upper 95% confidence intervals of 0.38% and 0.37%. Therefore, the lot is meeting labeling claims for clinical specificity. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.